Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). Nothing will be returned due to facility policy. No device malfunction was suspected.